Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the device connection is loose and blood leaked from fifty devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the device connection is loose and blood leaked from fifty devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 68 samples for investigation. Twenty of the customer samples were randomly selected and subjected to a visual functional test for inability to attach or detach. All of the samples passed testing as they were able to attach to a holder and a bd pbbcs device. In addition, the 20 of the customer samples were subjected to sleeve function testing using 10 tubes per needle to assess functionality of the device. Upon inspection, there was no evidence of damage to the device, poor sleeve recovery, or leakage during use. However, three of the samples failed testing as there was tube push off observed on the first or second tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has not been been confirmed for the indicated failure modes: does not attach/detach and leakage. This complaint has been confirmed for tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.